Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. According to the evaluation, the following was found. - coating at the insertion section was peeled off. - leakage from the bending section rubber. - light guide bundles were corroded and became yellowish. - water invasion of the connector. - grip was damaged. - object lens was scratched. - insertion section was wrinkled. - insertion tube was scratched. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon is attributed to physical stress, chemical stress, or storage environment. If significant additional information is received, this report will be supplemented.

Event description:
During the reprocessing, the user found the malfunction of the device. The user replaced the device with another device and completed the procedure. The patient was not under anesthesia. The procedure was not delayed more than 15 minutes. The user returned the device to olympus repair center. During the inspection of the device, olympus repair center found that the coating of the device tube was partially peeled off. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
The device was evaluated at olympus repair center. According to the evaluation, the following was found. - the bending cover had leakage. - light guide bundles were corroded and yellowish. - the scope connector was eroded. - the grip was damaged and the ring was missing. - the objective lens was scratched slightly. - insertion section was wrinkled. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.